Manufacturer narrative:
(B)(4)

Event description:
It was reported when an asymptomatic patient presented to the clinic during an in-clinic follow-up, several episodes of secure sense were observed due to post-sensed t-wave oversensing. Programming changes were recommended. The physician decided not to change anything. The physician will check the system more frequently. The patient condition was stable.